Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error logs revealed 120.4460 pertaining to faulty battery, thus replaced battery and ran battery conditioning. Test was passed and no errors happened when unit operated on ac/dc. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/12/2019 to present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a battery error. There was no patient involvement.